Event description:
The chair allegedly speeds up and down, turns right and left on its own. The consumer turns the chair off and it will allegedly be on again. No injury is alleged.

Manufacturer narrative:
(B)(4) - product has been returned for evaluation. Visual inspection showed: the joystick overlay had foreign residue, joystick inductive boot had dirt/foreign reside around case, and cable had dirt in its connectors. No discrepancies were observed during functional testing. Complaint cannot be duplicated. (B)(4) has been initiated for this issue. Model m91, serial number/date code (B)(4) is approximately 1 year 4 months old. The user manual part number 1141450 rev e (oct-08) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown . The consumer is a male (B)(6) whose height and weight are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
The chair allegedly speeds up and down, turns right and left on its own. The consumer turns the chair off and it will allegedly be on again. No injury is alleged.

Manufacturer narrative:
RMA 859752692-l has been initiated for this issue. Model m91, serial number/date code (B)(4) is approximately 1 year 4 months old. The user manual part number (B)(4) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is a male in his (B)(6) whose height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.